Event description:
It was reported that on (B)(6) 2013, a mitraclip procedure was performed and one clip (10201205/(B)(4)) was implanted reducing the functional mitral regurgitation (mr) grade to 1. There were no reported difficulties experienced during that procedure. Several weeks later, the patient was hospitalized as the mr grade increased to 3-4 due to the clip detaching from the anterior mitral valve leaflet. There was no damage to the leaflet due to the detachment. On (B)(6) 2013, a second mitraclip procedure was performed. Two clips (cds-10253265/(B)(4) and cds-10250125/(B)(4)) were implanted to secure the position of the previously implanted clip and to reduce the mr grade. Post procedure the mr grade was 1 and the patient was in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.